Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed in an unspecified artery. The pressurewire x wireless guidewire was calibrated and equalized successfully. However, an unspecified stent was being advanced and became stuck on the guidewire in the guide catheter. The guidewire was simply removed with the non-abbott stent as a single unit. At this point the rfr portion of the procedure was already completed and the pressurewire x wireless guidewire was being used as a regular guidewire. A non-abbott guidewire was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficult to remove could not be tested as it was based on procedural circumstances and the unspecified stent system was not returned. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, analysis of the returned pressurewire noted multiple bends and kinks throughout the length of the wire and stretched tip coils. It is likely that the kinks and bends contributed to the reported difficulty during removal. The kinks and bends likely occurred during use of the pressurewire. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.